Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume enunciated a faint tone despite volume settings being set to high. Reportedly, the customer was unable to hear alerts which resulted in low blood glucose level of 51 mg/dl. The customer addressed bg level by drinking juice and continued to use the pump for insulin therapy.